Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump led the customer to change the cartridge and perform the fill tubing process multiple times. Reportedly, the pump supplies were changed to address the issue. Additionally, the customer experienced low blood glucose (bg) of 20mg/dl, cause was unknown. Carbohydrates were consumed to treat bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.